Manufacturer narrative:
Investigation summary: one sample was received. It has no packaging flow wrap. It has the plunger rod-rubber stopper and no solution. It has tip cap. The rubber stopper is all the way down. The plunger rod is separated from the rubber stopper. No manufacturing issues were experienced during the production of these products. The syringe is not designed to drawing blood. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: the defect was not confirmed. Root cause description: off label use. The posiflush sp syringe is designed to flush the IV line. Not to pull the plunger back and draw blood. Rationale: at this time, no corrective actions are necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ sf saline syringe stopper separated from the plunger during use while pulling back on the syringe to get blood return. The product was flushed prior to use with a "10cc syringe". The following information was provided by the initial reporter: "rn was drawing blood. Flushed line prior to draw with 10cc syringe. Pulled back on syringe to get blood return & plunger came apart from stopper."